Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 while on home choice (hc) during drain 7. The care giver(cg) stated that the pediatric patient was disconnected and was not sure how the patient got disconnected. The tsr had the cg cycle power, hc alarmed se 2367 and alarms were cleared. The tsr referred the cg to registered nurse (rn). There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.